Event description:
Event description guidant received information that during a lead revision procedure due to loss of capture and suspected lead dislodgement, difficulty was encountered loosening the setscrews on this implantable cardioverter defibrillator (ICD). The wrench tip was reported to have broken off in one of the setscrews. Eventually, this lead was noted to have a kink in it and both this ICD and the ventricular implantable lead were explanted.